Event description:
The customer contacted baxter's service center regarding a low drain volume alarm (ldv), which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated they had a white line in the patient line. The hp stated it had happened before with the registered nurse (rn) present but the rn said to continue with therapy and that it was not a problem. The technical service representative (tsr) advised the hp to let the rn know about white line in the patient line. The tsr advised the hp to continue with therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2012 and the rn stated that they were unaware of the "white line in the patient line," the hp had no history of fibrin, and the rn did not believe it was fibrin. The rn stated that they did not know what the patient was referring to. The rn stated that as far as they knew, the hp is completing therapy on the hc successfully. There was no patient injury or medical intervention reported. No further information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. Because of the lack of a sample and lot number, the reported problem could not be confirmed and a root cause could not be determined. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. Because of the lack of a sample and lot number, the reported problem could not be confirmed and a root cause could not be determined. A follow-up report will be filed if any additional information becomes available.